Event description:
The contact stated the customer tested his blood glucose using his freestyle and dex meters. The freestyle meter gave a reading of 143 mg/dl, while the dex meter read 60 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.